Manufacturer narrative:
Patient initials and device information was requested but not provided. Manufacturer's investigation conclusion: the reported event of modular cable damage was not confirmed. The modular cable was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information including patient initials, if the reported damage was considered to be cosmetic only, if there were any images of the reported damage available, and if the modular cable would be returned for evaluation; however, no response was received. Multiple good faith efforts were sent to retrieve the lot number of the modular cable; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 with multiple tears to the driveline. The patient had used electrical tape to repair the damage from home. The modular cable was replaced.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 26jan2023. No additional information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.